Manufacturer narrative:
H3: product analysis #the results of the analysis concluded that it could not confirm the reported fault because the pre-repair temperature test could not be conducted, as the motor was not rotating. The additional findings were the handpiece was cosmetically not ok, connector had dent, motor was not rotating and hi-pot test fail as motor cable assembly was found faulty. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during pre-op, the handpiece was running at 5000rpm in forward mode and within one minute it had heating issue. Irrigation was used. The procedure was completed with another handpiece. There was no patient involvement.